Event description:
Drain was placed in 2002 following a colon resection. When drain was being removed 4 days later, the drain broke leaving a portion of the drain in the patient. Patient was taken back to surgery under general anesthesia to remove the drain segment. Patient did fine following 2nd procedure.